Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02118.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vein using a penumbra engine (engine) and penumbra engine canisters (canisters). During the procedure, it was reported that the engine lost pressure and that 1-2 of the indicator lights turned off after approximately 20 seconds of use. The physician attempted to address the issue by replacing the penumbra engine canister (canister); however, the issue persisted. Despite the reduced aspiration, the same engine was used to complete the procedure. There was no report of an adverse effect to the patient. After the procedure, a penumbra sales representative tested another canister with the engine and reported that the engine functioned properly.